Event description:
It was reported that a pump over infused heparin in a pt. The device was programmed to delivery 250 ml at 17 ml/hr over 13 hours. It was observed that the pump delivered 250 ml in 2 hours. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to delivery within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history log found that the reported infusion was discontinued after approximately 2.5 hours; however no malfunction could be identified.